Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the connector pin was pushed back and a e5 error message occurred. It was determined that this was due to not aligning the connector with the console correctly and forcing the connector in damaging the electrical pin. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error or abuse and misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the connector pin was pushed in and displayed an e5 error message on the motor device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.